Event description:
On (B)(6) 2013: the dialyzer (aps-21sa) was used for hemodialysis (hd). Four minutes after start of treatment, blood pressure decreased (130-60mmhg), loss of consciousness (60s) and chock occurred. After stop of treatment pt recovered.

Manufacturer narrative:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. Aps-21sa is identical model to rexeed-21s marketed in us. From the analysis result, it is difficult to conclude there were any abnormalities on performance of the dialyzer and dialyzer itself. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unk cause. "Handbook of dialysis 4th edition." John t daugirdas et. Al., lippincott, williams and wilkins, 2006.